Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient got error 810 programming deleted, unknown reason. The patient and caregiver reported finding the patient's device off on monday, with an error code of 810 displayed on his patient programmer. He saw his neurology provider today, and the device's settings and history had been deleted. The patient did not know exactly when or how this happened. His settings were reset by his healthcare provider, based on his last exam notes in the clinic. He had no injuries, only a loss of therapy and a return of his parkinson's symptoms.